Manufacturer narrative:
The suspect device was not returned for evaluation. Photos have been received and attached to the case for evaluation. Because no product was returned to investigate, no physical evaluation could be conducted. The complaint is confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that upon pulling the catheter from the patient it was noticed that the tip had detached within the common iliac artery. X-ray confirmed the tip within the patient. To date it is unknown if the tip was removed from the patient.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.